Manufacturer narrative:
Section a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: exact date unknown, lens was implanted in 2014. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an examination by the optician on (B)(6) 2024, the toric intraocular lens (iol) that was implanted in 2014 was found to have rotated. Through follow-ups we learned that the iol has rotated slightly and is no longer 100% centered. The exact degree of the rotation is unknown. No further examinations are necessary at the moment. No further information is available.